Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. 1 representative sample and 2 photos were returned for investigation. The representative sample was subjected to visual inspection and catheter adapter leak test. The 1 representative sample passed the acceptance criteria. No leakage was observed. Therefore the root cause cannot be determined.

Event description:
It was reported that five bd neoflon¿ IV cannulas were leaked from the connection when they were used with jms ex-tube.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five bd neoflon¿ IV cannulas were leaked from the connection when they were used with jms ex-tube.